Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the patient's circumflex artery. Upon the initial inflation attempt, the delivery balloon broke resulting in the stent dislodging from the balloon catheter. Attempts to retrieve the stent with a microsnare and an additional balloon catheter were unsuccessful. The physician believes that the stent was compressed against the coronary vessel wall. A second coronary stent with delivery system was successfully deployed at the target lesion site. There were no clinical sequelae reported relative to the event.